Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the device found brown particle material, deformation of the device, wear abrasion, and crease folds. The weight of the device was within specification. Microanalysis was performed and found no observations. The events of seroma and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was diagnosis of lymphoma-alcl. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reports a case of left side alcl and seroma. Diagnosis of alcl confirmed as pathology report noted "there is strong membrane and golgi staining for cd30 in the tumour cells (activation marker), no staining for ema or alk1, cytoplasmic/membrane staining for cd2, cd3, cd5, but not cd7 or cd8 (t-cell marker) and only minimal focal staining for cd15 (hodgkin marker). There is some staining for cd45 (pan-lymphocyte marker) but no staining for cd20 (b-cell marker)." Device has been removed.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).